Manufacturer narrative:
B5: describe event or problem - updated. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation procedure, a faradrive steerable sheath clear was selected for use. It had been mentioned that air was coming inside the sheath when advancing the farawave catheter. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to be returned for analysis. It was further reported that a faradrive dilator, the guidewire (vsx pigtail guidewire), and farawave catheter were inside the sheath prior to, and/or at the time, the air was observed. Pressure bag was used for the irrigation of sheath. Excessive bubbles were noted in the aspiration syringe. The guidewire was more advanced than the farwave catheter when the catheter was inserted into the sheath. No other issue has been reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation procedure, a faradrive steerable sheath clear was selected for use. It had been mentioned that air was coming inside the sheath when advancing the farawave catheter. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to be returned for analysis.

Event description:
It was reported that during a pulsed field ablation procedure, a faradrive steerable sheath clear was selected for use. It had been mentioned that air was coming inside the sheath when advancing the farawave catheter. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath was returned for analysis. It was further reported that a faradrive dilator, the guidewire (vsx pigtail guidewire), and farawave catheter were inside the sheath prior to, and/or at the time, the air was observed. Pressure bag was used for the irrigation of sheath. Excessive bubbles were noted in the aspiration syringe. The guidewire was more advanced than the farwave catheter when the catheter was inserted into the sheath. No other issue has been reported.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no outer abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the inner valve.